Manufacturer narrative:
This report is filed june 11, 2013.

Event description:
Per the clinic, the patient sustained an impact to the implant site during a fall. Subsequently, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.